Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. (B) (4)

Event description:
The customer contact reported, the pt received less medication than intended. On an unspecified date and time, the device was programmed to deliver tpn (total parenteral nutrition) in the tpn mode, with a vtbi (volume to be infused) of 3100ml, with a 1 hr taper up, a 1 hr taper down, for a duration of 12 hours and a container size of 3100ml. At an unspecified time, the delivery started via a PICC (peripherally inserted central catheter). The customer contact reported after an unspecified length after the delivery was reportedly complete, of the homecare pt's sister noted 400ml of solution remained in the container. The device was removed from clinical service. The customer contact reported, the pt was able to take nourishment by mouth. There were no reported adverse pt effects and no reported delay in therapy critical to pt. No medical interventions were required. Though requested, no add'l info was provided.